Event description:
Pt reported receiving e8 (power interrupt) error message on the display of her infusion device. Pt stated, she changed the battery one week ago. Had patient change the battery cover. Pt reported, she is unable to confirm the error message because, the check button does not work. Pt stated, the check button has not been working correctly for the last days. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.